Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl. The cause of low bg was unknown; however customer has addison's disease, which per contact contributed to the event. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Treatment was administered via intravenous saline, steroids and cortisone. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.